Event description:
It was reported that the probe unit became clogged, preventing suction, resulting in the need for another probe unit to complete the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation is complete.